Manufacturer narrative:
Correction: b2 date of death.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the purge sidearm and luer lock was leaking, the resolution for this issue is unknown. It was reported that the patient survived explant, however the patient outcome was expired. The cause of death was hypoxic brain damage.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d9 device return date. G6 component code changed from g04105 to g0413502. H3 device evaluation updated to yes. The investigation for the hemodynamic instability and the fluid arm leak has been completed. The cause of the injury was not determined due to insufficient clinical details. The cause of the fluid leak - side arm is due to a material crack of the luer, however the cause of the crack cannot be established as clinical details stated there was no excessive force but the leak was noted approximately 2 hours into support, there were no data logs provided, and the returned product indicated damage/stress.